Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure oversensing was noted during wavelet testing. Oversensing continued during non-testing state. Another right ventricular (rv) lead was implanted and the oversensing continued. The physician examined the header and no issue was noted. Another implantable cardioverter defibrillator (ICD) was implanted and the issue resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.